Event description:
Baxter (B)(4) received a report that an infusor?s coiled tubing became entangled during filling, which lead to the coiled tubing becoming stuck between the housing and the volume indicator. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir because the tubing had been cut to drain the fluid out. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the coiled tube had 4 1/2, which is below the specification limits of 5 - 5 1/2 turns. A functional test was subsequently performed by manually filling the sample with water in a vertical position. During fill, the coiled tubing became tangled. The root cause of the tangled coiled tubing was operator error during the manual assembly process. Operator awareness training was conducted in may 2012 to address this issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.